Manufacturer narrative:
The investigation for the high purge pressure and the purge leak has been completed. Clinical details states there was increased purge pressure and decreased purge flow rate, so the purge set was replaced. According to clinical notes, there were no purge line kinks observed, and the purge set replacement resolved the issue. Data logs indicate gradual increase in purge pressure with little saturated flows seen at the end of case. The root cause of the high purge pressure was most likely biomaterial due to the gradual increase in purge pressure. The root cause of the purge leak was not determined since the product was not returned. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 92-year-old male having a aortic valvuloplasty was implanted with an impella cp device for mechanical circulatory support. It was reported that there was a leak from around the luer connector. It was further reported that purge pressure increased, and purge flow rate decreased. Purge cassette was replaced. There was no patient harm.